Event description:
It was reported that the laparoscope, gynecologic had disappeared image. There were no reports of patient harm.

Manufacturer narrative:
B3- date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was traced to video cable was broken should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.